Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13643. The pt has two leads from two different lot numbers. It was reported the pt was involved in an automobile accident. X-rays identified the pt's leads had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.